Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, the pump time and date were never initially adjusted upon customer starting use of the pump and were therefore incorrect. Tandem technical support assisted the customer with correcting the time. There was no impact to the customer¿s blood glucose, as the pump was not being used for insulin therapy at the time of the reported event.